Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from hcp that the customer was currently hospitalized. No additional information was provided. Tandem technical support attempted multiple follow up attempts with the customer, however, no response received.